Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the partial clip movement could not be determined. The reported user error (improper or incorrect procedure or method) is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The off-label use however, did not likely influence the event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed for the reported clip (80607u160) movement. It was reported that the mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a tr grade of 4. The first clip was implanted successfully. A second clip (80607u160) was deployed; however, the clip moved on the septal leaflet after deployment. A third clip delivery system (cds 80607u159) was advanced to stabilize the second clip; however, the third clip became caught on the second clip. The third clip had to be implanted partially on the implanted clip and valve. No damage occurred to the second clip. Three clips were implanted, reducing the tr to 2. No additional information was provided.